Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had been lost to follow up. The device reached elective replacement indicator (eri) then end of life (eol) approximately two years ago. The shock impedance measurements were greater than 125 ohms. No actions or interventions had been planned or performed. No adverse patient effects were reported. The device remains in service.